Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix was implanted to treat an abdominal aortic aneurysm. It was noted that at some point during the implant procedure, the aortic body stent graft was displaced proximal inadvertently covering a renal artery and branch vessels in the suprarenal aorta. It was noted that the device was accidentally positioned proximally to the intended landing zone thus not device related. There was not endoleak noted at the end of the procedure but the physician elected to explant the device. On 2018-05-15, endologix was made aware that the patient died the day after initial implant on (B)(6) 2018 from ischemic colitis, the physician reported that the death was not device related.